Manufacturer narrative:
Unit received with no button response due to lcd keypad connector unlocked. Unable to perform the displacement test due to keypad anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.(B)(4)

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the down arrow button was not responding customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.